Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, scratched and cracked case near display window corners noted during visual inspection. The insulin pump was unable to prime during prime compromised force sensor system alarm test due to faulty force sensor resistor. No compromised force sensor system alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 121 mg/dl at the time of incident. The customer's mother stated that the insulin was squirting out during manual prime process. The customer's mother stated that they were unable to exit preparing to prime loop. The customer's mother stated that they were stuck in rewind complete and bolus delivery loop. The customer's mother stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer's mother stated that the drive support cap appeared normal. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.